Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 220 mg/dl and completed a full supply change guided by customer care without issue, with troubleshooting and education provided and no alerts or alarms reported. Symptoms included elevated blood glucose. Outcomes included no reported long-term impairment. Investigation included technical support review and user education to assess for setup, use, or supply-related contributors. Investigation of this case revealed no device malfunction reported and no component failure observed, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.